Event description:
A hospital pharmacist reported that during multiple procedures, the infusion line lost seal and would not stay in the trocar. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The customer did not return a sample for evaluation. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported against the finish goods lot and the DHR shows the product was released per specifications. The root cause could not be determined. Without a sample, it is not possible to isolate the exact root cause. An internal investigation has been opened. (B)(4).